Event description:
It was reported that 2 bd luer-lok¿ syringes in the bulk sterile pharmacy convenience tray had defective plungers found prior to use. This complaint was created to capture the 2nd of 6 related incidents. The following information was provided by the initial reporter: "it was reported that the plunger was defective.".

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation?: yes. D.10. Returned to manufacturer on: (B)(6)2020. H.6. Investigation: two loose 5ml syringes were received and evaluated. It was observed both syringes had the stopper jammed between the bottom of the plunger rod and the barrel wall, which was rejectable per product specification. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 8057714 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. The potential root cause for the jammed stopper defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. Batch 8057714 is considered in compliance with our product specification requirements.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 bd luer-lok¿ syringes in the bulk sterile pharmacy convenience tray had defective plungers found prior to use. This complaint was created to capture the 2nd of 6 related incidents. The following information was provided by the initial reporter: "it was reported that the plunger was defective."